Manufacturer narrative:
(B)(4). Patient info requested and all available info is included. This report was filed by the manufacturer. The set has been rec'd and the evaluation is pending. A f/u report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
The customer reported "when nurse went to open the connection it broke". There was no patient harm or medical intervention. No further patient or event info was provided.